Manufacturer narrative:
Terumo corp has not received the actual device for eval; therefore, the investigation has yet to be completed. Terumo plans on submitting a f/u report when the investigation is completed and more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that out of box the sampling line off the outlet of the oxygenator was loose. The customer tightened the line and proceeded with the case. No pt involvement as this occurred out of box.